Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(6)) was leaking cerebrospinal fluid. The event occurred during the procedure before implantation site closure. The event did not led to surgical delay. The procedure was completed with a replacement product available.

Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR): the product code 823832 with lot 6483273, conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was on setting 90 mmh2o. The valve was visually inspected; the connector was dislodged from the needle chamber. A leak was noted between the connector and housing. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to improper handling of the device.